Event description:
Customer called to report a sensor needle fracture. Customer stated that the sensor cannula may have broken off inside the body. Customer's blood glucose reading was 78 mg/dl. No significant events leading to the sensor issues were observed. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used partial sensor was inspected and sensor needle was bent inside sensor base, unable to confirm if customer received the sensor in said condition. No sensor brake was found during analysis.